Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was canceled. The patient encountered air detected in cassette warning during fill 5 of 5. The patient reported turning the cycler off and cancelling the treatment. Fluid was found leaking from the back side of the cassette when the cassette was removed. There was also fluid in the pump module area. In a follow up the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Manual treatments were not required as the new cycler arrived the next day. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was canceled. The patient encounterd air detected in cassette warning during fill 5 of 5. The patient reported turning the cycler off and cancelling the treatment. Fluid was found leaking from the back side of the cassette when the cassette was removed. There was also fluid in the pump module area. In a follow up the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Manual treatments were not required as the new cycler arrived the next day. The cycler is available to be returned to the manufacturer for physical evaluation.